Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), initial deployment was unsatisfactory, and the device dislodged following tug test. Though the device was recaptured successfully, patient¿s blood pressure deteriorated during operation, with oxygen levels dropping below normal levels. The leadless ipg was attempted, not used. Resuscitative measures and intubation were given. Eventually the patient passed away. Pulmonary embolism was suspected to be the cause of death.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: [(B)(6)]). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.